Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the front curved assembly is fractured and bent with the anchors inside and the suture attached. The device has been cycled. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The reported event is confirmed as the product was returned with the needle broken and bent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product fractured during the procedure. All pieces were removed from the patient's wound. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.